Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the fifth clip and would no longer fire. Another like device was used to complete the procedure. Surgery was prolonged four minutes. There were no adverse consequences for the patient. Additional information was received: yes it was on tissue. The surgeon had to manipulate the jaws to remove the device.

Manufacturer narrative:
The unit was evaluated at the customer's site: the fse replaced the leaky disinfectant reservoir. The fse tested the unit. The unit was found operating within manufacturer specifications.

Event description:
The customer alleged that cidex leaked from the disinfectant reservoir. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Investigation summary: the customer alleged that the disinfectant cidex had leaked from the cracked reservoir. The customer stated that there were no reports of injuries. The customer requested service for the issue. The asp field service engineer (fse) assessed the unit and confirmed the reported problem of cidex leaking from the disinfectant tank. The fse resolved the issue by replacing the disinfectant tank. The fse ran a test cycle on the system which had passed. The unit is back in service. The replaced reservoir tank is an old design which was assembled (non-molded) and can crack resulting in leaks over time. These leaks can inturn lead to the failure of the temperature subsystem. This known failure mode of the reservoir tank is explained in detail in a CAPA.